Manufacturer narrative:
Due to character limitations , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker requested additional information regarding the serial number of the device, the device dispositioning and patient involvement, but has not yet received a response. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker. Stryker requested numerous times additional information regarding the serial number of the device, the device dispositioning and patient involvement, but has not received a response. The cause of the reported issue could not be determined.